Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow up, it was noted that the implantable cardioverter defibrillator exhibited low defibrillator impedance and far p wave oversensing. The asymptomatic patient would continued to be monitored. No intervention was performed.

Event description:
New information on 7/13/18 stated that the asymptomatic patient presented in clinic for follow up. The device was reprogrammed and no electrical anomalies were present. The patient would continued to be monitored.